Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was implanted within the esophagus of a patient two weeks prior to (B)(6) 2012. According to the complainant, on (B)(6) 2012, approximately two weeks post stent placement, it was discovered that the stent was leaking. Reportedly, there were three to four holes within the stent cover. Therefore, a fully covered stent was implanted within the wallflex esophageal partially covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was implanted within the esophagus of a patient two weeks prior to (B)(6) 2012. According to the complainant, on (B)(6) 2012, approximately two weeks post stent placement, it was discovered that the stent was leaking. Reportedly, there were three to four holes within the stent cover. Therefore, a fully covered stent was implanted within the wallflex esophageal partially covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. The following information was reported to boston scientific corporation on (B)(6) 2012: according to the complainant, the wallflex esophageal partially covered stent was implanted within the esophagus on (B)(6) 2012. The exact date the leaking and holes in the cover were discovered is unknown; however, it was approximately two weeks after stent placement. Additionally, it was reported that the lesion was not dilated prior to stent placement, and tissue ingrowth was not present through the stent at the time of the event. The indication for the stent placement was treatment of fistula. There were no issues noted with the device prior to the procedure.

Manufacturer narrative:
Additional information received on december 29, 2012: the event date was initially reported as (B)(6) 2012. However, additional follow up received on (B)(6) 2012 revealed that the event date (the date the stent was found to be leaking and holes in the cover) was approximately two weeks after stent placement on (B)(6) 2012.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The exact implant date is unknown; however, it was reported that the device was implanted two weeks prior to (B)(6) 2012. (B)(4) holes in stent cover. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.